Manufacturer narrative:
Block b3: exact date unknown, event occurred approximated on first postop appointment base on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated from the left lower back to the right lower back. The patient was doing well postoperatively and the device remains implanted.